Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
His description of the event is as follows "I reamed to 50mm as my normal technique pt's bone soft definitely not sclerotic. Fifty solid shell impacted seated easily in acetabulum. Rim cleared ceramic liner impacted. Liner locked in on one edge only when I tried to remove the liner to reinsert it the shell came out as well. Tried to reinsert shell but now loose in acetabulum result I had to ream to 52 and use a cluster cup and screws to get adequate fixation used a new e ceramic liner".